Event description:
A customer reported receiving unspecified high readings from the freestyle libre 2 sensor. The customer felt weak and was taken to the hospital where a sensor scan result of 126 mg/dl was taken in comparison to a reading of 54 mg/dl obtained on an hcp meter. The results, when plotted on a parkes error grid, fell into the 'c' zone showing the difference in values to be clinically significant. The customer was diagnosed with IV glucose for diagnosis of hypoglycemia. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs (device history record) for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.